Event description:
(B)(4). Same case as MDR # 2134265-2013-03331. It was reported post a percutaneous coronary intervention, unstable angina occurred. In (B)(6) 2010, the subject presented with unstable angina (braunwald classification: iiib) and cardiac catheterization was recommended. The 70% stenosed target lesion was located in the proximal right coronary artery with a length of 40mm long and a reference vessel diameter of 3.5 mm. By direct stent placement a 3.50x20mm taxus liberté and a 3.5x24mm taxus liberté stents were deployed in the proximal rca. Following post dilatation residual stenosis was 9%. The subject was discharged on aspirin and prasugrel the next day. In (B)(6) 2013, the subject presented with jaw pain, burning in chest and shortness of breath. The subject was diagnosed with unstable angina and cardiac catheterization was recommended. During the course of the hospitalization, the subject was diagnosed with mild renal insufficiency. The subject was treated medically during the course of the events. No other intervention was performed. The event unstable angina was considered resolved without residual effects. The subject was discharged on the same day.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).